Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): 22 after the pump had been attached to the pt, the pt came back to the hosp as she had assumed that the drug flow was too slow. First the needle of the port was controlled and no problem was found, so the pump was detached and it was noticed that there is no drug flow. For measuring the infused drug amount, the pump was perforated and it was noticed that only 20 ml of 96 infused ml had been infused in 22 hours.

Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to b braun (B)(4) for investigation. A f/u report will be provided after the inspection results are available.